Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the helix could not be extended due to the drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during the implant procedure, there was placement difficulty as the physician had difficulties to extend and retract the screw-in mechanism in the lead preventing the physician to secure the lead in the ventricle. The lead was removed and was not used. No patient complications have been reported as a result of this event.